Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer was able to reload the same cartridge and resume insulin delivery. Subsequently, the customer received a continuous glucose monitor (cgm) error 42. During troubleshooting with tandem technical support, the error was cleared and a new cgm session was able to be started. The customer's blood glucose level was 190 mg/dl.